Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to rising pace and shock impedance measurements and rising threshold measurements. There were no additional adverse patient effects.